Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, on day 4, the volume in the normal saline (ns) bag has decreased. There was no leakage noted around the catheter, on the floor or bed. The physician has determined that the fluid was infusing into patient. The catheter was exchanged to regulate central line, therapy discontinued. Since the infusion of a 500 ml bag of saline would not present a serious injury to a person, therefore, no known impact or consequence to the patient.

Manufacturer narrative:
The reported complaint of catheter leak was confirmed. Visual examination found a center loop detached and torn on the serpentine balloon. No other physical damage was observed. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. All of the luered tubing flushed with no resistance. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was no previous complaint reported for solex 7 catheter with serial number (B)(4).